Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) cardiac ablation procedure and patient experienced a stroke. The caller was notified that the patient they had on (B)(6) 2023 had a stroke some time after the procedure. The case was complex but had no issues during the procedure. Additional information was provided. Physician commented that the adverse event was unrelated to the specific procedure and patient had a family history of the same circumstance. Patient ended up being back to normal immediately after the caller was notified. The outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event.